Event description:
It was reported that the catheter slipped out from the chest while the dacron cuff remained implanted into the body (tunneled tract). The catheter has been implanted in 2007.

Manufacturer narrative:
A chr of lot #reqc0207 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.